Event description:
A patient informed their dme that their CPAP unit caught fire.

Manufacturer narrative:
The engineering evaluation of the device identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. There was no adverse event reported for this incident.